Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system's clinical application and outcomes remain unclear due to insufficient information. A philips remote service engineer (rse) received a complaint indicating that system was unable to boot up. Quote was expired as the service is no longer required. No work performed by philips. The codes were updated based on the investigation outcome.